Event description:
It was reported by service report that the bed exit was not working. The bed had the wrong footboard on it. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard.